Event description:
Patient self tester called alleging he had received discrepant inratio values. (B)(6) 2014 inratio 2.0 (1st lot #343288) repeat inratio 1.8; 2nd repeat inratio 3.2 (repeat inratio values on lot #348355). All three tests performed within 10 minutes. Customer unsure of therapeutic range but stated it was above 3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results for each lot met both accuracy and strip repeatability criteria. A review of the manufacturer record for each lot did not uncover any non-conformance. Both lots met release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.